Event description:
Customer sent an email saying that they had a bed with a broken weld.

Manufacturer narrative:
This bed frame has not been inspected yet due to the bed frame not being returned yet. Pictures were sent from the customer and determined that the bracket where the head high-low actuator mounts onto the backbone of the bed frame broke. A new bed frame was shipped out to the customer on (B)(4) 2014. This problem has been assigned CAPA (B)(4), and a follow-up reported will be submitted upon completion of the corrective action.